Event description:
It was reported that the patient had subacute pump thrombosis in (B)(6) 2018. There was also aortic root thrombus, causing left main coronary artery occlusion and ventricular tachycardia. This required thrombolytics and the patient was maintained on triple antiplatelet/anticoagulant therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Furthermore, the report of an aortic root thrombus, as well as device thrombosis could not be confirmed through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), following this event. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev c. Is currently available. Section 1 of this IFU lists device thrombosis, peripheral thromboembolic event, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia and thromboembolism as a potential late postimplant complication. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30may2017. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2018. The patient had an episode of chest pain in the clinic while performing a 6-minute walk test the same day of admission. The chest pain imporved after the patient was given sublingual nitroglycerin and rest. The patient stated that they get the same kind of chest pain if they exert themselves 2-3 times a month. A significant amount of weight was gained by the patient since implant and he now weighed 290 pounds compared to the initial implant weight of 245 pounds. The patient's echocardiogram (echo) showed no change in inflow and outflow velocities from the left ventricular assist device (lvad) since their last echo in (B)(6) 2018. Lab work was obtained and the patient's lactate dehydrogenase (ldh) was noted to be elevated at 2623 and their internal normalized ratio (inr) was low at 2.1 with a goal of 2.5-3.5. Their creatine level was elevated from 1.3 at baseline to 2.1. The patient was started on continuous heparin infusion.